Event description:
(B)(4).

Manufacturer narrative:
It was found that the front pivot of the spring arm broken at the weld seam. The broken spring arm was replaced with a new one. This malfunction was previously addressed in the united states through the device correction. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.